Event description:
It was reported that during an ablation procedure, the physician noticed what appeared to be 1.5 minutes of asystole. Boston scientific technical services (ts) was contacted because the physician thought there might be lead dislodgement despite the x-rays not showing any apparent lead movement, and ts explained the asystole could also be a result of the defibrillation detect circuit. The right ventricular (rv) lead impedance also fell from the 1000 to 1200 ohms range to about 700 ohms, and the thresholds increased from 0.4 volts to 0.8 volts. The physician decided to keep the patient overnight and the field representative reprogrammed the rv output to five volts to be safe. Ts also noted a signal artifact monitor (sam) event occurred during the ablation, but also noted that they were not using ablation energy during the asystole or immediately prior to the asystole. The device and leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that during an ablation procedure, the physician noticed what appeared to be 1.5 minutes of asystole. Boston scientific technical services (ts) was contacted because the physician thought there might be lead dislodgement despite the x-rays not showing any apparent lead movement, and ts explained the asystole could also be a result of the defibrillation detect circuit. The right ventricular (rv) lead impedance also fell from the 1000 to 1200 ohms range to about 700 ohms, and the thresholds increased from 0.4 volts to 0.8 volts. The physician decided to keep the patient overnight and the field representative reprogrammed the rv output to 5 volts to be safe. Ts also noted a signal artifact monitor (sam) event occurred during the ablation, but also noted that they were not using ablation energy during the asystole or immediately prior to the asystole. The device and leads remain in service. No additional adverse patient effects were reported. Additional information indicated the physician believed one of their catheters was wrapped around the rv lead during the ablation procedure. The patient experienced cardiopulmonary arrest requiring cardiopulmonary resuscitation (CPR), which is when the physician noticed the catheter was wrapped around the rv lead. The field representative noted there was no apparent lead issue. No additional adverse patient effects were reported.

Event description:
It was reported that during an ablation procedure, the physician noticed what appeared to be 1.5 minutes of asystole. Boston scientific technical services (ts) was contacted because the physician thought there might be lead dislodgement despite the x-rays not showing any apparent lead movement, and ts explained the asystole could also be a result of the defibrillation detect circuit. The right ventricular (rv) lead impedance also fell from the 1000 to 1200 ohms range to about 700 ohms, and the thresholds increased from 0.4 volts to 0.8 volts. The physician decided to keep the patient overnight and the field representative reprogrammed the rv output to 5 volts to be safe. Ts also noted a signal artifact monitor (sam) event occurred during the ablation, but also noted that they were not using ablation energy during the asystole or immediately prior to the asystole. The device and leads remain in service. No additional adverse patient effects were reported. Additional information indicated the physician believed one of their catheters was wrapped around the rv lead during the ablation procedure. The patient experienced cardiopulmonary arrest requiring cardiopulmonary resuscitation (CPR), which is when the physician noticed the catheter was wrapped around the rv lead. The field representative noted there was no apparent lead issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegations in this complaint have not been confirmed as the product has not been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed.